Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the thrombectomy procedure, when the operator prepared to use a solitaire fr stent device, an sfr-6-30 was opened. During clot retrieval, a fracture occurred. The fracture occurred at the connection point of the sfr-6-30, resulting in stent disassembly. Fortunately, the fractured portion had already been partially drawn into the catheter, allowing the entire device to be withdrawn from the body. No adverse event occurred. There was separation. The patient did have vessel stenosis proximal to the thrombus site. It is unknown how many times the pushwire was torqued. Two passes were made using this stent. The microcatheter tip did not cover the stent proximal marker during retrieval. The stent was removed from the patient. There was no surgical or medicinal intervention required. The physician did not attempt to detach the stent. The device and any accessories were prepared as indicated in the instructions for use (IFU).